Event description:
Healthcare professional reported right-side "implant deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on radius side assessed as surgical damage. ¿ particles in valve: observed particles in the valve. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "particles in valve".